Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report issues with the liberty select cycler. On (B)(6) 2025 the patient reported that the m67 fluid temperature out of range alarm occurred in step 5 of setup. Patient was not connected during incident; the cycler was not near a cool/heating source. The not enough supply bags for total treatment message occurred in step 3 of the setup. Heater bag was 5l; supply bag was 5l. Patient pressed next and was able to move forward. Then the patient reported that the heater bags was no warm enough. Cycler was in step 3 of setup. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was unable to complete treatment. Patient received replacement cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the short on f1 fuse on ac distribution board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater test failed. Thermistors did not activate due to a short on f1 fuse on ac distribution board; replaced ac distribution board for further testing. Heater test passed. Thermistors became functional with new ac distribution board. Removed functional ac distribution board at the end of the investigation. Heater test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.